Event description:
It was reported that the customer was hospitalized with vomiting and nausea. The blood glucose reading was over 700mg/dl. Troubleshooting was performed. The daily totals were correct. It was reported that the customer did not take any insulin the day prior to the event. The fixed prime and the high pressure tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned pages.